Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. On (B)(6) 2026 the customer indicated, that before the customer removed the sensor, the insertion site had become painful. After removal, the area became red, swollen, and increasingly painful. The customer consulted with a hcp at an urgent care facility, and was diagnosed with an infection at the insertion site. An unspecified antibiotic was prescribed. After treatment started, the area continued to increase in size and was painful. No other treatment details were provided. No data or product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional customer or event information is available.